Event description:
The pt was implanted with a left ventricular assist device. Approx five yrs post-implant, the pt was admitted to the hospital due to sepsis resulting from an infection at the percutaneous lead exit site. Three weeks later, while at the hospital, the nurses noticed an audible alarm coming from the pt's room. Once at the pt's bedside, the alarm was noted to be a red heart alarm. The pt was connected to batteries at the time and was switched to power module support. At this time, it was noted that the pump had stopped and exchanging the system controller did not restart the pump. Resuscitation of the pt was unsuccessful. The pt expired approx 40 mins after the onset of the red heart alarm.

Manufacturer narrative:
The pump has been returned and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.